Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned in the patient but exhibited poor sensing and high threshold measurements. During multiple attempts to reposition the ra lead, helix extension issues were noted. The ra lead was eventually implanted successfully and remains in service. No adverse patient effects were reported.